Event description:
Caller indicated the relion prime meter was giving high readings. Customer called and said that they took a test and ended up in the hospital directly as a result of a reading. Patient woke up this morning and performed a test before he had eaten and he received 345. He said that he took luminar and that brought his level down to about 40 which is too low. He stated he could barely walk, was sweating and had anxiety so he went to the ER per his doctor. They gave him a pill and orange juice to bring his sugar up and were able to stabilize his level. He said that he recently took a test this afternoon and received a 180 and things appear to be fine but he wants a refund. Control test was in range.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.